Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A non-conformity was identified as associated with this lot number. There was a non-conformity related to sterilization dwell time. However, the lot had passing sterilization release criteria and the lot was deemed sterile. The failure being reported in the complaint is not related to the issue identified in the nonconformance. Therefore, it was concluded the infection originated from source(s) other than the device. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the inflatable penile prosthesis was removed and replaced with a malleable (genesis) due to infection.